Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope] 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the spray button] 1. Check that water flows over the entire endoscopic image when the spray button is fully pushed in (two-stage push) while covering the hole of the spray button with your finger. 2. While covering the hole of the spray button with your finger, push the button all the way to the end (1-step push), and confirm that water spray is sprayed over the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to the foreign material found in the nozzle, the evaluation findings are as follows: due to wear of angle wire, bending angle in the "up" direction did not meet standard value, due to wear of angle wire, the play of the "up/down" knob was out of standard value, the adhesive on the bending section cover had a crack and white-clouded area, the connecting tube had a dent, scratch and wrinkle, the electrical connector had corrosion due to water leakage, switch (#1) had a scratch, and the universal cord had a wrinkle, the protector of the universal cord on the scope connector side had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis lucera gastrointestinal videoscope had poor air/water supply. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material found clogging the nozzle.